Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The 90% stenosed target lesion was located in a calcified and severely tortuous first diagonal artery. It was difficult advancing the promus element, mr 3.50x20mm stent delivery system across the lesion. The promus element stent delivery system was removed and the stent damage was noted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).